Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in non-st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On support day two, the patient experienced ventricular tachycardia that required two shocks of 200 joules to resolve. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
H6: added type of investigation codes b13 and b24. H11: added the results of the investigation. Investigation summary: (arrhythmia). In order to make a cause determination, all clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.